Event description:
During implant, the patient experienced bleeding while tunneling and physician was unable to confirm vessel damage. Physician applied pressure for 15 seconds and cauterized the bleed. Patient presented back to the physician at follow-up appointment with no concerns or issue at the implant sites. This resolved the issue.